Manufacturer narrative:
(B)(4). D9 device available for evaluation - additional. H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, around 10:00pm, the patient was sleeping and his brother attempted to wake him up, but he was unresponsive. It was stated the patient was unresponsive for approximately 4 hours. There was no documentation of what the cgm was displaying at this time, but the patient stated he never received a low alert from his dexcom receiver to notify him of his hypoglycemic state. The patient¿s brother called 911. Once emergency medical services arrived, the patient¿s blood glucose (bg) meter reading was 40 mg/dl. The patient was treated with an unspecified intravenous (IV) fluid and the patient was transported to the emergency room (ER). At the ER, the patient was treated with an unspecified IV and gatorade. A recheck of the patient¿s bg meter reading at the ER was 130 mg/dl. The patient was discharged home around 1am the following day (less than 24 hours). The patient was in ¿normal¿ condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.